Manufacturer narrative:
The additional information received indicates the patient's cardiovascular event (cardiac arrest) was recurrent in nature. Requests for clarification and circumstances surrounding the event have been made and will be submitted accordingly upon receipt. This is one of three device reports that are associated with this event. The associated manufacturer report numbers are 1225714-2014-06479, 1225714-2014-06480, and 2937457-2014-01684.

Event description:
The additional information received alleges the patient's event was recurrent in nature.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 and subsequently expired after the use of the product.